Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient on impella cp support who was admitted in and awaiting transplant. It was reported that the team was concerned for heparin-induced thrombocytopenia as platelets have gone from 89 to 6. This did not prompt explant or replacement. The pump remained on for support until successful explant and the patient survived.